Manufacturer narrative:
Follow-up received on 18-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding). After almost one year, essure devices were removed. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering the close temporal relationship, the lack of alternative explanation and the fact that essure use may cause bleedings, a causal relationship with essure use cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 11-mar-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. As a result of essure device placement, the plaintiff claimed the following events: severe back pain, cramping, painful menstruation and heavy bleeding. On (B)(6) 2015 essure devices were removed. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding). After almost one year, essure devices were removed. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering the close temporal relationship, the lack of alternative explanation and the fact that essure use may cause bleedings, a causal relationship with essure use cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.